Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to pocket infection. The patient is enrolled in the patient is a participant in the post approval network (pan) coronary vascular group (cvg) clinical study. No further patient complications have been reported as a result of this event.